Manufacturer narrative:
Approximate age of device - 8 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized and being treated for a driveline infection (previously unreported). On (B)(6) 2018, during the hospital admission, the patient developed an altered mental status. A code blue was called and the patient was intubated. A CT scan revealed a large acute hematoma. The patient expired on same date. Cause of expiration was reported as intracranial hemorrhage. No additional information was provided.

Manufacturer narrative:
The referenced infection was reported under MFR medwatch report # 2916596-2019-00104. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracranial hemorrhage and patient outcome could not be conclusively determined. Stroke, bleeding and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. It no further information is available. The manufacturer is closing the file on this event